Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics. The lead was not implanted.

Event description:
It was reported that during implant after successfully placing the left ventricular lead in the target vein, the patient experienced phrenic nerve stimulation. The lead was not used and a new lead was implanted successfully.